Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and hospitalization was ongoing. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.